Event description:
I had never written a negative comment so much as filed an adverse report and it has taken me over a year to come to terms with the damage inflicted on me from one ipl I didn't even want done. My sole purpose for the dermatologist visit on (B)(6) 2014 was to have 2 small raised sebaceous hyperplasia marks removed. Instead, lumenis quantum 560 ipl was rapidly pressed against my entire face and left me with a thermal burn in less than 20 seconds (if you add up settings provided to me 49 passes, 3-5ms, 20dt and 20 power), while I tried to piece together what was happening to me. In the 2 hours I was left in a room for a "dermatologist" (B)(6) to remove 2 bumps on my face, I noticed the quantum machine turning on and off repeatedly. I suspect proper time is needed for recalibration since (B)(6) later said to the assistant that the machine should have been already on; she proceeded briskly anyway. On (B)(6) 2013 (over a year and a half before my visit) there was a patient complaint online at (B)(6) about (B)(6) using this ipl machine for hair removal, and complained it had broken down each visit, while (B)(6) defensively raised her voice saying, no its just overheated. I would like to know when the quantum was inspected prior to my visit, checks on the radiation filters and if it should have been retired after over 10 years of broken down use. I am trying to cope with the trauma of a doctor coming in and boiling my baby skin face off to a scar tissue corpse, without permission, without notice, with no kernal of information, let alone risks volunteered, with my questions met with silent smiles, with no safety precautions or judgement and quickly exiting the room instead of helping after an adverse reaction. I wake up to constant nightmare of panic, atrophic skin deformity. As a backdrop, I didn't return to (B)(6) for 7 years, after an incident when I pointed to a chicken pock but she went over my whole forehead with a laser leaving a circular 1.5 inch scar. I regret returning assuming one who caused injury would learn and exhibit extreme conservatism with my 2 spots. I expressed my natural disapproval for laser, and said how nice my skin was with my basic care, and only had issue with the 2 bumps and wanted (B)(6) to see the forehead scar never healed. She ignored history and my wishes and took ipl to my entire face within 1 minute of mentioning "intense pulse light will help with my sebaceous hyperplasia 2 spots, turn on the machine" and then started talking prep to the assistant as if it was conclusive. No info was provided: not scope of treatment area, the process, contradictions, rationale, what the device does, price, etc. While I had to be the one to ask questions and concerns about a 2 spots treatment to slow her down to which she would quietly smile or not answer or say only positives while I had to volunteer info like that I have been using retin a, a photosensitizer. Nothing I said could stop her. I jerked back and pointed to the 2 spot bumps and begged what are you doing only to be met again with smiles and silence. No goggles were provided to downplay the risk of what she was doing. I even opened my eyes to test if it was invasive and in a persistent attempt to show no safety concerns, no one even said shut my eyes. After she finished, she looked and said oh my I need to get used to your skin. Instead of applying a cold compress to help contain the damage and admit a problem, she quickly diverted saying I'm so happy for you and ran out of the room with me mid-sentence asking what did you just do? Over the next weeks my entire face was changing and was shocked to read about level of a procedure committed on me with no permission. On follow-up visit (B)(6), distraught I said I thought this was a 2 spot treatment and would never done my whole face and pointed to textural changes and burning and she talked over me and came at me again with the device and I had to yell stop before it could touch my already injured face. My face is a roughened, skeletal corpse of a former face. A dermatologist affiliated with a teaching hospital said "ipl killed your sweat, oil glands, collagen; your skin was cooked and it's very easy for these devices to do that with heat that can boil an egg." According to top burn units I saw, it is a 2nd/3rd degree closed thermal burn &#63508;the inflammatory phase gave way to non-working glands and extensive fat tissue erosion. I had oily thick skin before that required epiduo (benzoyl/retina) cream and now dry textured skin that continually shrinks deprived of circulation and organic hydration. Fat loss is something plastic surgeons and derms started observing after the swelling phase and all proposed fillers for the first time. Otherwise little can be offered to stop the atrophy. The aggressive use in my case and others of non-ablative lasers (which allows victims to leave the office with the top layers of skin intact but unbeknownst of deeper layers having been "cooked") may be an attempt to slowly provide filler revenue and gradually warrant more corrective procedures when the "906.5 late effect burn" appears. One derm said "you had very good collagen and now it is all scar tissue bad collagen." Other: eyes have sunken in from fat loss and light hitting my eye; constant twitching eyes from nerve damage; diagnosed with eye damage for the first time just days after. Ptsd, radiation effects, weakened function, heat damaged hanging neck, connective tissue thinning, skin sensitive to any light, hot/cold, muscle damage smile contorted, months spent searching for solutions and hours to minimize with makeup just to leave house. On (B)(6) 2015, 906.5 late effect burn eye, face, head, and neck. On (B)(6) 2015, 709.09 other dyschromia. On (B)(6) 2015, 873.50 open wound face, unspecific site. Comp (B)(6) 2015, 379.57 nystagmus with deficit saccadic eye move. On (B)(6) 2015, 692.74 oth chronic dermatitis due solar rad. On (B)(6) 2014, 782.1 rash and oth nonspecific skin eruption. On (B)(6) 2014, 371.57 endothelial corneal dystrophy. FDA, please take note of the damage and complaints about ipl and lasers (almost half reviews of ipl procedures on (B)(6) are dissatisfied/unsure with many horror life-altering stories and pictures of the damage). With ipl FDA approval stamp, many derms deny ipl devices can cause any side-effects despite it being an instrument that conducts heat and uv light. I came in with notes as to my skin questions with (B)(6), and exhibited utmost caution and conservatism with my skin. Yet, it only took this device being in the office for a dermatologist to act on their own initiative and with a flip of the switch set off ongoing facial degradation and eye injury. The non-ablative nature ot the device that damages the underlying dermis/dna with a latent effect to the epidermis, leads those administering these devices to point the blame elsewhere and act without accountability. This is not a case of a doctor just being in a hurry to see other patients. This was deliberate attempts to get a procedure clocked with as minimal information that would create patient resistance. When met with still unwillingness, (B)(6) persisted and bypassed a patient's express wishes. I feel without strict use-cases for these devices on the part of the FDA, doctors will continue to act without any sense of repercussion. (B)(6) probably continues to push/force procedures with no explanation of risks and had repeated each of my visits for years a sales rhyming line "lasers can't hurt, they can only help." Unfortunately, I wish my skin agreed with that statement and so do countless other victims. Contrary to every effort (B)(6) makes to pull off lasers on victims, this isn't a riskless act to be performed ad hoc, without any info or patient agreement. I have been diligently trying to get better following the burn centers and other dermatologist recommendations to be gentle on the skin and avoid any sun and bright light exposure and use moisturizer. (B)(6) had instructed me after to use harsh products like vitamin c and azelaic acid which goes against the advice of the burn units. I was able to get her to prescribe biafine (a burn cream), but I have mainly used basic alcohol-free moisturizers. I avoided sun exposure most of my life . I wore a hat and sunblock every day and people laughed at me for taking such good care of my skin. But at age (B)(6), people thought I was mistaken for being in high school consistently and I was complimented even by dermatologists I met. Instead, unfortunately, I found a dermatologist who jeopardized my skin haphazardly to collect (B)(6) dollars and in less than 20 sec, this device created more damage than if I had been basking all my life. I had a lovely baby face I took care of everyday avoiding sun only to have my skin compromised and "cooked" alive. It is still shocking now 17 months later and unconscionable that this was performed on me. Its like the dentist who does unnecessary root canals. Not to mention that I left her office for 7 years after a laser injury scar and even showed how saddened I was after trying so hard and it never healed still 7 years later. Clearly I'm the last person who would want a laser machine on my face. It was performed on someone who said "your tools don't always help, for me less is more, anything tried usually comes out worse"; I pushed back twice on the consent for saying "I don't want to sign, I'm not here for laser", "I'm happy with my skin, I'm holding up well...." It is traumatic what was done in a doctors office after every indication I didn't want or need any laser related treatment, but merely an extraction I had seen her do 7 years ago for the 2 tiny sebaceous hyperplasias that developed 7 years ago under her "care". Only the most unscrupulous doctors will not discuss risks; (B)(6) would not even say what she was going to do, so as to bypass objections. She turned on the device and I kept asking about 8 questions and concerned statements but was met with non-responsiveness or positives. I still objected pointing to only 2 spots, but she took it upon herself to rapidly go after my entire face. I thought maybe she saw an extra freckle or something and she would get to the 2 spots any second and had no idea 49 passes at 5 per second were taking place. Most doctors don't do laser on healthy skin, only already aged or scarred skin from acne or the like, so it is also shocking that it was done to the quality of skin I possessed, that was sheltered from the sun damage for so long. Clearly motivations behind aggressive use of these devices are greed, negligence/ambivalence to do harm (because subtle damage/thinning/accelerated heat aging results in corrective fillers business etc). But it seems with the device having met FDA approval, it can add fuel to a doctor's aggressiveness and being put in harm's way. Now I wake up scarred burnt skin, face/neck hanging, hollowed eyes, hollowed cheeks, dented chunks and generalized fat loss resembling skeletal features, looseness, 25 yrs aged in 4 months (and this may seem to be a qualitative less severe side-effect, but when it is of this magnitude in such a short period of time, it speaks to the harrowing burn impact -- and this delta in age was garnered from in person accounts and also objective computerized assessment), porcelain skin turned hyperpigmented/discolored, once oily to completely dried, unhealthy, melted facial skin, not to mention the toll it has taken on my supportive family. It has been over a year and my skin continues to decline. Within weeks, the facial skin, lost significant volume after the inflammation from the burn gave way and I've been diagnosed with hyperpigmentation. I have sunken atrophic skin generalized and deep dents and wrinkling everywhere as what is under the skin is no longer there. Some damage has spread to my whole body as connective tissue is in fact connected. Skin is sensitive to any light not just sunlight. Any heat from beverages/working out leads to visibly further shrunken skin. The device went to the muscle and the smile has become contorted looking while the face contours are altered and the face hangs with no elasticity. Facial recognition determined my features to be masculine after probably due to lack of fat tissue, concave cheeks, and burnt effect. It is harrowing as the damage from the extreme heat and possible radioactivity damage get worse day by day. It is with regret, that I expected to be getting a doctor at this office visit and that I was only able to stop (B)(6) on the second attempt. I can only imagine how severe the collateral damage if I wasn't able to react quickly to her 2nd attempt to clock another ipl to my full face and see past the language she used to confuse and minimize (saying any changes would subside in 3 months). Nothing has gone away in 3 months or 17 months -- it has only worsened. I can only imagine the uniformed other patients having multiple treatments on injured skin. On the back of one lumenis ipl it said warning class 4 laser (the most dangerous laser) not to be used on skin or eyes. I have been told by other doctors to never have laser touch my face again and yet I knew this in the first place. Most have advised standard burn treatment care of a basic moisturizer and healthy eating which I have followed, but the skin continues to degrade and fat cells that are burned off in my case, I'm told will not regenerate. (B)(6) did not apply prior standard cooling face gel prep to reduce the heat. Presumably, she didn't want to signal my entire face was being done which would be met with clear refusal. Again, she didn't put eye goggles on as that would raise concerns that she was performing anything of consequence on me. She recognized something went wrong, and did not want to draw attention to and apply cold water. I was handed post-op instructions but was taken aback that a "procedure" that would require after-care was performed on me without asking if she could. She just bypassed my 2 spots for an entire face in seconds. I had a scheduled private workout that evening I had to cancel - no one asked prior whether I would be inconvenienced by having this done. If I had even been told what was being done, I could have recognized it as heat and applied compress after to lessen the damage, but it was so injured that my skin lost the ability to repair itself. Afterwards, I engaged in my standard routine of hat and sunblock that contains aloe vera and washing with cetaehil. My skin was still darkening and losing shape. To reiterate, I returned to the office of (B)(6) on dec 8th after seeing alarming changes in the next weeks that did not subside, and reading about what ipl was. I returned wanting answers and explaining the ipl retexturized my healthy entire facial skin, there are scarred pores and thought it was suppose to be a 2 spot treatment. She brushed off my concerns saying a line 'it will go away in 3 months' in concert with desire for 3 more treatments and again had the same ploy to cut me off by talking to the assistant about how the machine should've been on, and (B)(6) again started to come at me with the device before I yelled stop. Fortunately I was able to successfully thwart the 2nd attempt. I can only imagine what another one of these would have added to my injury. No means no.

Event description:
Follow up to report mw5061510 from report 04/20/2017: this is the second filing regarding my adverse event with administration of the quantum lumenis intense pulse light. It appears it has been a year without any investigation or reporting of this serious incident. Meanwhile, many others are probably suffering a similar fate at the hands of the faulty device and medical unprofessionals. My entire face/neck/eyes were subjected to the extreme light/heat/radiation splash and had confirmed thermal burn and fibrosis of the skin according to several doctors and the top burn unit in (B)(6). The nature of the device is that it erodes the skin non-ablatively meaning the underside of the skin is burned so underlying tissue/blood supply/glands/collagen/elastin destruct and can't nurture the top layers. Even though the side-effects as many victims report usually manifest as unhealthy fragile thinned out skin over time, immediately, however, my lifelong oily skin turned parch dry, an indication of 2nd/3rd degree burns and my skin turned a greyish and ruddy color and I had sunken rectangular dented areas across my face. Over time, the skin has been so weakened that the atrophy continues to manifest. Please see my previous report filed and how for the last year, it has been reported as "lumenis is currently investigating the reported event directly with the user facility and the initial report for follow-up information." "Instead, lumenis quantum 560 ipl was rapidly pressed against my entire face and left me with a thermal burn in less than 20 seconds." They seem to highlight my recall of the short duration the device pressed upon my skin, which I would add was enough to flash 49 times (approx 5/sec) at my face with essentially a fire that could boil an egg. Then the heat continued to cook my skin as the medical unprofessional first responded "oh my I need to get use to your skin" and then a non-sequitur "I'm so happy for you" and would no longer acknowledge any burnt mistake by applying cold compress. Also, my information submitted to lumenis in addition to the FDA report was extremely detailed, and was noted even as the most detailed report lumenis ever received. It would appear the medical provider and the manufacturer have not been forthcoming in bringing proper attention to what was a most horrific adverse event from the standpoint of the damage incurred, the complete lack of necessity given my own expressed contentment with my natural skin care quality, complete lack of disclosure and trickery to come at a patient in silence with any device, let alone a class 4 laser (which notes on the back of the equipment reads "most dangerous laser. Danger avoid skin and eyes"). Upon return visit a month later to understand what was done to me and my citing a list of concerns with my skin burning over the month, the medical professional smiling and silently started up the machine again and I had to refuse physically. Other doctors suggested if I had not been quick to stop the medical professional stunt the second time, my unfortunate situation would have been a complete necrosis and disfigurement. See report (B)(6) 2016. My face is a roughened, skeletal corpse of former face. A dermatologist affiliated with a teaching hospital said "ipl killed your swear, oil glands, collagen; your skin was cooked and it's very easy for these devices to do that with heat that can boil an egg." According to top burn units I saw, it is a 2nd/3rd degree closed thermal burn - the inflammatory phase gave way to non-working glands and extensive fat tissue erosion. I had oily thick skin before that required epiduo (benzoyl/retina) cream and now dry textured skin that continually shrinks deprived of circulation and organic hydration. Fat loss is something plastic surgeon and derms started observing after the swelling phase and all proposed fillers for the first time. Otherwise little can be offered to stop the atrophy. The aggressive use in my case and others of non-ablative lasers (which allows victims to leave the office with the top layers of skin intact but unbeknownst of deeper layers having been "cooked") may be an attempt to slowly provide filler revenue and gradually warrant more corrective procedures when the "906.5 late effect burn" appears. One derm said "you had very good collagen and now it is all scar tissue bad collagen." Other: eyes have sunken in from fat loss and light hitting my eye; constant twitching eyes from nerve damage; diagnosed with eye damage for the first time just days after. Ptsd, radiation effects, weakened function, heat damaged hanging neck, connective tissue thinning, skin sensitive to any light, hot/cold, muscle damage smile contorted, months spent searching for solutions and hours to minimize with makeup just to leave house. On (B)(6) 2015 0906.5 late effect burn eye face head and neck (B)(6) 2015 709.09 other dyschromia (B)(6) 2015 873.50 open wound face unspec site comp (B)(6) 2015 379.57 nystagmus w/defic saccadic eye move (B)(6) 2015 692.74 oth chron dermatitis due solar rad (B)(6) 2014 782.1 rash and oth nonspecific skin eruption (B)(6) 2014 371.57. Previously healthy, prior happy and again I had never written a negative comment, so much as filed a complaint. I considered my skin exceptional given the years of care and precaution only to have it dismantled by an unwanted, unnecessary act. FDA, please take note of the damage and complaints about ipl and lasers (almost half reviewers of ipl procedures on realself.com are dissatisfied/unsure with many horror life-altering stories and pictures of the damage). With ipl FDA approval stamp, many derms deny ipl devices can cause any side-effects despite it being an instrument that conducts head and uv light. I came in with notes as to my skin questions with (B)(6), and exhibited utmost caution and conservatism with my skin. Yet, it only took this device being in the office for a dermatologist to act on their own initiative and with a flip of the switch set off ongoing facial degradation and eye injury. The non-ablative nature of the device that damages the underlying dermis/dna with a latent effect to the epidermis, leads those administering these devices to point the blame elsewhere and act without accountability. This is not a case of a doctor just being in a hurry to see other patients. This was deliberate attempts to get a procedure clocked with as minimal information that would create patient resistance. When met with still unwillingness, (B)(6) persisted and bypassed a patient's express wishes. I feel without strict use - cases for these devices on the part of the FDA, doctors will continue to act without any sense of repercussion. (B)(6) probably continues to push/force procedures with no explanation of risks and had repeated each of my visits for years a sales rhyming line "lasers can't hurt, they can only help." Unfortunately, I wish my skin agreed with that statement and so do countless other victims. Contrary to every effort (B)(6) makes to pull off lasers on victims, this isn't a riskless act to be performed ad hoc, without any info or patient agreement. I have been diligently trying to get better following the burn centers and other dermatologist recommendations to be gentle on the skin and avoid any sun and bright light exposure and use moisturizer. (B)(6) had instructed me after to use harsh products like vitamin c and azelaic acid which goes against the advice of the burn units. I was able to get her to prescribe biafine (a burn cream), but I have mainly used basic alcohol-free moisturizers. I avoided sun exposure most of my life. I wore a hat and sunblock everyday and people laughed at me for taking such good care of my skin. But at age (B)(6), people thought I was mistaken for being in high school consistently and I was complimented even by dermatologists I met. Instead, unfortunately, I found a dermatologist who jeopardized my skin haphazardly to collect (B)(6) and in less than 20 seconds, this device created more damage than if I had been basking all my life. I had a lovely baby face I took care of everyday avoiding sun only to have my skin compromised and "cooked" alive. It is still shocking now 17 months later and unconscionable that this was performed on me. It's like the dentist who does unnecessary root canals. Not to mention that I left her office for 7 years after a laser injury scar and even showed how saddened I was after trying so hard and it never healed still 7 years later. Clearly I'm the last person who would want a laser machine on my face. It was performed on someone who said "your tools don't always help, for me less is more, anything tried usually comes out worse"; I pushed back twice on the consent form saying "I don't want to sign, I'm not here for laser", "I'm happy with my skin, I'm holding up well...." It is traumatic what was done in a doctor's office after every indication I didn't want or need any laser related treatment, but merely an extraction I had seen her do 7 years ago for the 2 tiny sebaceous hyperplasias that developed 7 years ago under her "care". I took care of my skin to such an extent of wearing sunblock at all times since (B)(6) and sunblock every day since (B)(6). Only the most unscrupulous doctors will not discuss risks; (B)(6) would not even say what she was going to do, so as to bypass objections. She turned on the device and I kept asking about 8 questions and concerned statements, but was met with non-responsiveness or positives. I still objected pointing to only 2 spots, but she took it upon herself to rapidly go after my entire face. I thought maybe she saw an extra freckle or something and she would get to the 2 spots any second and had no idea 49 passes at 5 per second were taking place. Most doctors don't do laser on healthy skin, only already aged or scarred skin from acne or the negligence/ambivalence to do harm (because subtle damage/thinning/accelerated heat aging results in corrective fillers business etc). But it seems with the device having met FDA approval, it can add fuel to a doctor's aggressiveness and being put in harm's way. Now I wake up scarred burnt skin, face/neck hanging, hollowed eyes, hollowed cheeks, dented chunks and generalized fat loss resembling skeletal features, looseness, 25 years aged in 4 months (and this may seem to be a qualitative less severe side-effect, but when it is of this magnitude in such a short period of time, it speaks to the harrowing burn impact - and this delta in age was garnered from in person accounts and also objective computerized assessment), porcelain skin turned hyperpigmented/discolored, once oily to completely dried, unhealthy, melted facial skin, not to mention the toll it has taken on my supportive family. It has been over a year and my skin continues to decline. Within weeks, the facial skin, lost significant volume after the inflammation from the burn gave way and I've been diagnosed with hyperpigmentation. I have sunken atropic skin generalized and deep dents and wrinkling everywhere as what is under the skin is no longer there. Some damage has spread to my whole body as connective tissue is in fact connected. Skin is sensitive to any light not just sunlight. Any heat from beverages/working out leads to visibly further shrunken skin. The device went to the muscle and the smile has become contorted looking while the face contours are altered and the face hangs with no elasticity. Facial recognition determined my features to be masculine after probably due to lack of fat tissue, concave cheeks, and burnt effect. It is harrowing as the damage from the extreme heat and possible radioactivity damage get worse day by day. It is with regret, that I expected to be getting a doctor at this office visit and that I was only able to stop (B)(6) on the second attempt. I can only imagine how severe the collateral damage if I wasn't able to react quickly to her 2nd attempt to clock another ipl to my full face and see past the language she used to confuse and minimize (saying any changes would subside in 3 months). Nothing has gone away in 3 months or 17 months - it has only worsened. I can only imagine the uniformed other patients having multiple treatments on injured skin. On the back of one lumens ipl it said warning class 4 laser (the most dangerous laser) not to be used on skin or eyes. I have been told by other doctors to never have laser touch my face again and yet I knew this in the first place. Most have advised standard burn treatment care of a basic moisturizer and healthy eating which I have followed, but the skin continues to degrade and fat cells that are burned off in my case, I'm told will not regenerate. (B)(6) did not apply prior standard cooling face gel prep to reduce the heat. Presumably she didn't want to signal my entire face was being done which would be met with clear refusal. Again, she didn't put eye goggles on as that would raise concerns that she was performing anything of consequence on me. She recognized something went wrong, and did not want to draw attention to and apply cold water. I was handed post-op instructions, but was taken aback that a "procedure" that would require after-care was performed on me without asking if she could. She just bypassed my 2 spots for an entire face in seconds. I had a scheduled private workout that evening I had to cancel - no one asked prior whether I would be inconvenienced by having this done. If I had ever been told what was being done, I could have recognized it as heat and applied compress after to lessen the damage, but it was so injured that my skin lost the ability to repair itself. Afterwards, I engaged in my standard routine of hat and sunblock that contains aloe vera and washing with cetaphil. My skin was darkening and losing shape. To reiterate, I returned to the office of (B)(6) on (B)(6) after seeing alarming changes in the next weeks that did not subside, and reading about what ipl was. I returned wanting answers and explaining the ipl retexturized my healthy entire facial skin, there are scarred pores and thought it was supposed to be a 2 spot treatment. She brushed off my concerns saying a line 'it will go away in 3 months' in concert with desire for 3 more treatments and again had the same ploy to cut me off my talking to the assistant about how the machine should've been on, and (B)(6) again started to come at me with the device before I yelled stop. Fortunately I was able to successfully thwart the 2nd attempt. I can only imagine what another one of these would have added to my injury. No means no.